Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned with only the proximal section. This includes the composite core, hypotube, distal core, sensor housing, pressure sensor, core wire, shaping ribbon, and a portion of the distal radiopaque tip; measuring approx. 191 cm in length. Visual inspection found a stretched distal coil at the radiopaque tip. At the location of separation, the shaping ribbon and core wire were exposed, resulting in sharp edges. The distal section that was not returned includes a portion of the distal coil and dome; measuring approx. 2.6 cm. The radiopaque tip specification is 3 cm ± 0.1 cm, which concludes that approx. 0.4 cm was retained in the patient. The overall measurement spec is 190 cm ± 5 cm and the returned section measured 191 cm; however, it only appears to be within the measurement spec due to the stretching observed on the distal coil. Block h6: the probable cause of the tip separation is likely due to handling during use. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure. After measurement, the distal tip separated in the lad, and trapped with a stent. The procedure was completed using angio and fluoro. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure. After measurement, approx. 60 mm of the distal tip separated in the patient. Approx. 30 mm of the separated portion was entrapped with a stent in the lad, and the unstented portion extended into a small diagonal branch. The procedure was completed using angio and fluoro. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.

Manufacturer narrative:
Blocks a2, a3, a5 & a6: date of birth, age at time of event, sex, gender, ethnicity and race provided by the facility. Block b5: updated to include the measurement provided by the facility. Blocks b6 & b7: relevant tests/laboratory data, and other relevant history,including preexisting medical conditions provided by the facility. Block d10: concomitant medical products provided by the facility. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.